Manufacturer narrative:
The account cleaned and reseated the foot hi/low down valve to repair this bed.

Event description:
The account alleged the bed has a slow drift of the foot hi/low. He has changed the foot hi/low down valve, but the issue remains.